Event description:
It was reported that the device was broken or damaged. There was an issue with the infusion pump channel and keypad replacement. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
H9 continuation: z-2718-2020 & z-2700-2017. A bottle (upper) and patient side (lower) pressure sensor failure were confirmed and replicated during testing. This device was evaluated and repaired through service repair process. Upon visual inspection the service technician noted that they replaced broken bottom rear case, air-in-line sensor (right side), upper transducer due to check IV set error, door latch, sear, door keypad and corroded right/ left iui (inter-unit-interface). Keypad recall action completed. Testing of the returned alaris¿ pump model 8100 confirmed that the pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse without alarms or issue. During servicing faulty pressure sensor and sear were identified. Based on the findings, service determined that the reported issue was due to damaged/ cracked rear case. Device history record: a review of the device history record showed the device had a manufacture date of 24mar2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. There was an issue with the infusion pump channel and keypad replacement. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. There was an issue with the infusion pump channel and keypad replacement. No additional information was provided. There was no patient involvement.